Event description:
While servicing the instrument, the field service engineer (fse) reported diluent and blood fluid leaked within the instrument at the probe wipe/aspiration module involving the coulter lh 750 hematology analyzer. The fluid leaked from the needle bellows at the aspiration module. The fse noted the customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. The field service engineer (fse) removed the random access module and probe wipe assembly and discovered a hole in the needle bellows. The fse replaced the needle bellows assembly and probe wipe assembly with its sensor and resolved the optical/electrical sensor and the fluid leak issue. The fse resolved the cassette sensing issue by resetting communication connection between lh1500 and the lh755. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to published performance specifications.

Manufacturer narrative:
(B)(4).